Event description:
N/a.

Manufacturer narrative:
Additional contact person information - (B)(6), bsn, rn / director cardiac cath lab / (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Initial reporter full name: (B)(6). Complete event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text: device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. It was noted that the alarm had been present since the patient returned from the operating room (or) 2 hours prior. The or did not give any report on why or how the alarm was present. The getinge representative guided the customer in disconnecting the fiber optic cable and advised her to leave it unplugged. The transduced inner lumen was already connected and producing an adequate waveform and indices on the iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).